Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. Add'l pt/event details have been requested. Should add'l info become available, a follow-up report will be submitted.

Event description:
It was reported that the foley catheter was inserted during the pt's hospitalization. The catheter remained in place for four (4) days. When the facility staff attempted to remove the catheter, the were not able to deflate the retention balloon. Ultimately, the pt underwent laparoscopic surgery to remove the catheter. The pt reportedly sustained unspecified tissue damage and required prescriptive medication as a result of the surgical procedure. No add'l details were provided.